Event description:
Event description guidant received information that this transvenous defibrillation lead was capped after 3.5 months of service due to a loss of capture. It was reported that capture could not be obtained at maximum output. To date, there have been no reported patient symptoms associated with this clinical observation. The physician attempted to reposition the lead, but it had fibrosed into an unviable location.